Event description:
A physician reported a patient who was double skin tested on 20 may 1998 and on 5 june 1998; both with negative results. On 18 june 1998, the patient was treated in the nasolabial folds. The treatment procedure was uneventful. On 13 july 1998, the patient returned to the physician and was noted to have continuous red, raised, itchy lumps at the nasolabial treated sites and both skin test sites. The patient was not specific as to the date of symptom onset, but when last examined by the physician on 29 june 1998, was asymptomatic. The physician diagnosed hypersensitivity to collegen and prescribed a medrol dosepak on 13 july 1998. The physician stated the patient completed the medrol, and as of 22 july 1998, there was no significant improvement in the symptoms. No further medical or surgical has been planned or prescribed.